Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Venous groin access was obtained, and a full dose of heparin anticoagulant was given. Transseptal puncture was performed. A watchman fxd curve access system (was) was advanced into the left atrium. The activated clotting time (act) result was 400 seconds. A 40mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa. The wds was deployed and recaptured. The wds was deployed a second time, and the device popped out of the laa after ten (10) seconds of forward pressure. The wds was recaptured. Shortly after, a thrombus on the laa was noticed along the ostium on the limbus side. The physician removed the wds and attempted to aspirate the thrombus through the was but was unsuccessful. The procedure was aborted. The patient was started on a heparin drip and kept overnight in the hospital which is standard procedure. There were no patient consequences reported, no neurological changes were noted, and the patient was continued on oral anticoagulant medication and discharged the next day. In the physician's opinion, the wds popping out of the laa may have caused a minor tissue shear, causing a thrombus to form.